Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer reported the insulin pump alarmed no delivery after an infusion set changed. The customer reported that the no delivery alarm was resolved by changing the reservoir and infusion set. Customer does not have product in question to return.